Manufacturer narrative:
(B)(4). Date sent: 11/18/2020. D4: batch # u9523r. Investigation summary: the analysis results found that the 2b5lt device was returned with the obturator cannula and sleeve damaged. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The damage to the device occurred possibly due to improper handling of the device. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4); batch # unk. The lot/batch was not provided, therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic appendectomy, while inserting the second trocar, the doctor had challenges penetrating the peritoneum due to the thickness of the abdominal wall. No abnormal movement was observed as surgeon was inserting the trocar. However, after being unsuccessful at inserting it, surgeon removed it and showed that it was bent about 30 degrees. Surgeon bent it straight. This caused a four-minute delay, and an alternate device was used to complete the procedure with no patient consequences.